Manufacturer narrative:
The autopulse device (B)(4) involved in the event was returned to zoll circulation and analyzed. No malfunction was found as part of this analysis. As it was mentioned in the event description (section 5), manual CPR was performed for 5 minutes prior to using the autopulse device. The pt's x-ray results showed rib fractures of the 7th and 8th ribs. Based on available clinical publication(s), sternal fracture is a potential complication of any CPR, manual or mechanical. The primary reasons for such fractures during CPR include elasticity and anatomy of the rib cage. The fractures are also influenced by elasticity, bone density and anatomical features (kyphoscolosis). It could not be determined if the autopulse or manual CPR performed before the application of the autopulse caused the observed injuries. CPR injuries are of relative significance given the alternative of death. (B)(4).

Event description:
The pt had difficulty in breathing. The paramedics discovered a very low heart rate and applied the pacemaker along with airway control. Upon checking after a brief interval, no pulse was present. Manual CPR was started and performed for 5 minutes prior to using autopulse. The pulse was regained after manual CPR and was then lost again. Autopulse was applied and mechanical CPR continued for 15 minutes. The pt regained pulse once again. Pt had a pre-existing condition of congestive heart failure. The pt had internal injury (broken ribs and fractures in the sternum were noticed).